Manufacturer narrative:
Device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) the patient experienced whitening of the lens. The haptic was stuck in the eye because of the adhesion. The lens was explanted in a secondary procedure with another model lens. Additional information was requested and received the patient visual acuity was decreased. Additional information was requested and received that phototherapeutic keratectomy was performed.

Manufacturer narrative:
Device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) the patient experienced whitening of the lens. The haptic was stuck in the eye because of the adhesion. The lens was explanted in a secondary procedure with another model lens. Additional information was requested and received the patient visual acuity was decreased. Additional information was requested and received that phototherapeutic keratectomy was performed.

Manufacturer narrative:
The lens was returned in a wet state inside two plastic containers. The lens was cleaned with klrp for further evaluation. The lens was allowed to dry. Upon drying the lens appears clear. Both haptics were broken at the haptic insertion area (not returned). The optic was torn/split/cracked and cut from edge past center, typical of insertion and removal. Both cut optic portions had multiple scratches and scuff marks in the shape of an instrument used to grasp the lens. Power and resolution testing was attempted. Exact focal length/resolution measurements could not be obtained due to the extensive optic damage. Associated products were not provided. It is unknown if a qualified products were used. The root cause for the reported events could not be determined. The manufacturer internal reference number is: (B)(4).